Event description:
On (B)(6) 2015, a reporter contacted animas stating that the pump was not delivering the same amount of insulin that was programmed by the meter. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the meter has been returned to animas and evaluated on 06/29/2015 with the following findings: a pump was not returned with the meter so the meter was paired with a test pump for the investigation. A 10 unit bolus was manually programmed and successfully delivered from the meter to the test pump. The test pump bolus history correctly showed that the 10 unit bolus was delivered. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.